Manufacturer narrative:
Updated initial reports name additional information: the 0.035 trailblazer support catheter was used in the mid to distal anterior tibial. Pedal access was achieved in order to try and snare the wire but this was not successful. The physician then decided to abort the case and removed the trailblazer. This was when the distal part was noticed to have detached from the trailblazer. It was removed from the patient on the glidewire. No product or device remained in the patient. The patient is reported to be doing fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
FDA report number: (mw5083345). If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was using a trailblazer support catheter in a procedure. It was reported that a patient had distal aortography with runoff, left lower extremity angiography, angioplasty of the left anterior tibial artery. This procedure was complex and required multi-site access: right common femoral artery in addition to ultrasound-guided access to the left distal anterior tibial artery. The right femoral artery was accessed utilizing the micropuncture technique. A 5-french non-medtronic (omniflush) catheter and a 6-french cook sheath were used. The sheath was placed in the superficial femoral artery. Angiography performed. The 0.035 trailblazer support catheter became stuck on the non-medtronic 0.035 (halberd) guidewire. The catheter guidewire was externalized through the distal anterior tibial access site. In pulling on the catheter, the distal tip of the support catheter was broken off. The support catheter was subsequently dislodged from the guidewire and removed from the body without any other difficulty. The procedure continued without any adverse effect to the patient.